Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported while implanting an intraocular lens (iol), the cartridge split with no reported patient impact. The lens was left partially implanted. The surgeon then used a surgical instrument to complete the implantation of the lens. Additional information was requested.

Manufacturer narrative:
The used company iii (d) cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge has evidence of placement into a handpiece. The nozzle is cracked on the bottom. The tip split where the damage travelled into the thinner tip material. Cartridge complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The indicated lens add viscoelastic are qualified. The handpiece used was not provided. It is unknown if a qualified handpiece was used. The root cause may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the cartridge. The damage on the bottom of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen. The manufacturer internal reference number is: (B)(4).